Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the bolus delivery was delayed in response by a few minutes. The reporter denied that this was a keypad button issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/10/2013- animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the alarm history did not reveal any record of errors or alarms related to the complaint. The pump powered on normally. Unrelated to the complaint, the display screen was noted to be discolored. A test display was attached to the pump and illuminated properly and was clearly legible. On testing, all the keypad buttons had proper response without sticking or hypersensitivity. The pump was exercised for 24 hours without any issues. Test boluses were successfully performed without delay in response and were accurately recorded in the pump history. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.